Event description:
The patient's mother and grandmother were contacted by animas on (B)(6) 2012 in follow up per a request from lifescan. The patient's mother reported, the patient experienced very low blood glucose (bg) during school. The patient's grandmother reported the patient participated in a "jog-a-thon" a school that day and the pump emitted a low battery warning. The patient reportedly changed the battery. The patient confirmed that she remained attached to the pump during the rewind load and prime step during reboot. Afterwards, the pump emitted an "empty cartridge" alarm, indicating a load step malfunction while the patient was attached to the pump. On review of the pump history with animas customer support (acs), the patient had been administered 72 units of insulin while attached to the pump during the prime sequence at 10:53 am. The pump's alarm history showed the empty cartridge alarm at 10:52 am; however, when the cartridge was removed by the patient, the pump reportedly said 110 units remained in the cartridge. The patient's mother reported that following the insulin delivery to the patient, the patient's bg dropped to as low as 30 mg/dl. Not knowing that the patient had been connected to the pump during the rewind, load and prime step, the mother called the patient's doctor for guidance on treatment of the patient's low bg. The doctor reportedly instructed the mother to administer quick acting cho to the patient. The mother reported that the patient had been eating and drinking all day to keep bg elevated and the bg has continued to climb and was 90 mg/dl at the time of the call. The mother reported that the patient was doing well at the time and complained only of a headache at the time of the call. The patient reportedly did not need to be taken to the hospital for medical intervention and the low bg was effectively treated at home with assistance from the patient's mother under the guidance of the patient's physician. Safety instructions were reviewed and reinforced with the patient and her grandmother. This complain is being reported because, the patient experienced an adverse event while remaining attached to the pump during the prime step using a pump that allegedly experienced a load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the prime history reveals a 72unit prime occurred at 10:53am on (B)(6) 2012. One "no cartridge detected" warning was observed in the black box on (B)(6) 2012. During investigation, the pump displayed the appropriate visual warning to disconnect before priming. A rewind, load, and prime sequence was successfully performed with no issues occurring. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The remaining insulin reading was correctly calculated during investigation. The pump was primed until 20 units remained at which time a low cartridge warning was given. The cartridge was removed and investigators visually confirmed that there were 20 units remaining. The pump was opened and no damage was found to the force sensor circuit. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.